Manufacturer narrative:
According to available information, virtue breakage of the band's traction wire led to withdrawal of the arm. The time it took to reattach a thread caused the transobturator passageway to bleed, which is inherent to the technique. This was therefore not a complication, but a consequence of the delay in reattaching the transobturator arm after repairing the trailing thread. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, a supplemental report will be filed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the tractor wire of the sling ruptured [suture break] leading to a withdrawal of the arm. The time it took to reattach a wire to the trans-shutter passage path resulted in bleeding. Hospitalization for two days occurred as a result of the delay in the procedure and bleeding.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
According to available information, virtue breakage of the band's traction wire led to withdrawal of the arm. The time it took to reattach a thread caused the transobturator passageway to bleed, which is inherent to the technique. However, this caused a delay leading to additional bleeding resulting in hospitalization. This was therefore not a complication from the virtue breakage, but a consequence of the delay in reattaching the transobturator arm after repairing the trailing thread. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, a supplemental report will be filed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Correction: h6 part 7 f05 removed and replaced with f1908. H11. Additional manufacturer narrative updated.